Event description:
Baxter (B)(4) received a report that a folfusor had no flow during filling. The customer also reported that force priming was not effective in producing flow in the device. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 245 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual inspection of the sample showed no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping or difficulty. No signs of flow problem were observed from the sample during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.